Event description:
It was reported that during reprocessing, the subject device had intermittent blinking of the spare lamp. The main lamp did not turn on, and the spare lamp would ignite intermittently. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: converter failure and dusts accumulate in the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that intermittent spare lamp blinking occurred due to failure of converter and ignitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.